Event description:
End-user activated cold pack and placed on forehead. The cold pack leaked and ran into the customer's eyes. They called 911. The paramedics came and flushed their eyes. There is no permanent damage.